Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed stripped threads on the battery cap. This report is made based on the results of an investigation completed on 12/09/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/09/2013 with the following findings: battery cap threads are stripped. Testing did not confirm a chipped off or cracked top of battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release